Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The home patient (hp) was connected. The technical service representative (tsr) had the hp closed all of the clamps and the transfer set, cycled the power off and on twice to "press go to start" prompt. The tsr explained the alarm and the hp, at the time of the call, had already removed the cassette and bags. The tsr was unable to review the hp's set up. The tsr explained to discard the supplies and to report the alarm to the peritoneal dialysis nurse the next morning. The hp would finish the night therapy manually. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The se 2240 alarm is not confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.